Event description:
On (B)(6) 2010, this patient was implanted with two gore® tag® thoracic endoprostheses to treat a descending thoracic aortic aneurysm. The preoperative aneurysm diameter measured 65 mm. On (B)(6) 2010, the patient was discharged from the hospital in good condition. The aneurysm diameter measured 57 mm. On (B)(6)2011, at the 6 month follow-up examination, a type iii disconnect was identified. The diameter of the aneurysm measured 56 mm. On (B)(6) 2011, the aneurysm diameter measured 60 mm. Two gore® tag® thoracic endoprostheses were implanted at the junction of the previously implanted tag® devices to treat the type iii endoleak. The endoleak was resolved. On (B)(6) 2011, at the one year-follow-up examination no endoleak was identified. The aneurysm diameter measured 60 mm. No indication was given as to the cause of the type iii endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.